Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging an unspecified error message on his one touch ultra 2 meter. The patient does not recall the error message he received on the morning of (B)(6), 2010. The following morning at 8:30am, the patient felt confused, shaky and sweaty. The patient did not attempt to test on another device. The patient self-treated with glucose tablets/glucose gel. The patient did not seek any further medical attention or contact their physician for assistance. This was not the first time product was being used. The issue was resolved over the phone. The meter was replaced. The complaint is being reported since the patient alleged that due to the unspecified error message, he was unable to test and the following day exhibited symptoms of a serious injury and had to self-treat with glucose tablets/ glucose gel.